Event description:
It was reported by service report that the plug on the power cord was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken prong on power plug.